Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the last successful recharging session was six to 12 months prior to report. The patient had not charged/last charged the ins for ¿over a year.¿ the caller was trying to help the patient use the patient programmer. The caller changed the batteries in the programmer and they were not able to successfully use the programmer. The patient tried to charge on the date of report but could not. The caller stated that the patient had not used the stimulator in a long time. It was also noted that the patient was in a car accident 1.5 years prior to report. Redirected the caller to healthcare professional (hcp) to have the device checked. It was later reported that the battery was at end of life (eol) and was not able to be brought back. It was noted that the trickle charge was not effective and the battery was at eol. The patient was not planning on replacing the device as of (B)(6) 2014. The patient was not receiving effective therapy and had not received effective therapy for ¿roughly¿ a year. It was later reported that the patient received assistance from the doctor or manufacturer representative and their concerns were resolved. It was noted that the appointment was (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 37742 serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).